Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient coded during a heart catheterization procedure. Upon device interrogation, the patient experienced ventricular fibrillation (vf) arrhythmia. The implantable cardioverter defibrillator (ICD) was under-sensing the vf episodes which inhibited high voltage (hv) therapy for the patient's vf. The patient was externally defibrillated to convert arrhythmia. The device was reprogrammed. The patient was stable but on a ventilator.